Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the clinic for a routine check-up and was found to have a lactate dehydrogenase (ldh) level of 1067. The patient was also experiencing issues with lower abdominal pain. The patient's pump speed had been decreased over several days while he was inpatient for a gi bleed. There were three transient power/flow spikes noted on vad history without reductions in speed or change in pi, each occurring about two days apart at different times of the day. Upon admission to the hospital, an echocardiogram that was performed revealed an inability to decompress the lv or close the aortic valve up to a speed of 11,200 rpms. A CT angiogram that was performed did not reveal any evidence of thrombus around the area of the inflow conduit or outflow graft. The patient was started on bivalirudin and integrilin, along with dobutamine. In addition, the patient developed chest pain and was started on nitroglycerine drip. A pump exchange was successfully completed and during the procedure it was reported that a large clot on the stator was observed.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.